Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that the surgeon found the system to be inaccurate while working on the cervical/thoracic area of patient. Surgeon needed to redirect screws and re-spin the patient in order to continue surgery. Patient was doing fine.